Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was attributed to the device's display. Replacing the display resolved the malfunction. Analysis of reports of this type has not identified an increase in trend.